Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a user management error. A field service engineer confirmed that foil on the cubie tray had caused a short. The fse removed the foil, tested the device functionality, and confirmed that the device was returned to service. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open while accessing and identified physical damage. There were no delay, no adverse events or injuries reported based on this event.